Manufacturer narrative:
The hill-rom technician found the right head brake caster not holding due to it needing to be adjusted. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2008-2013. It is unk if the facility performed any other preventative maintenance on this bed. The technician adjusted the brake caster to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the right head brake caster is not holding. The bed was located at the account in bed repair. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).